Event description:
It was reported that one hour following the carotid artery stenting procedure (cas), the angio-seal was deployed. The patient was prescribed aspirin and plavix (doses unknown) before the procedure. Bleeding continued and manual compression was used to achieve hemostasis. A pre-insertion angiogram revealed no tortuosity and calcification to the artery. An 8f terumo large focus was also used. Approximately 3-4 hours later, the patient was released from complete bed rest. Six hours later, the patient's blood pressure dropped. A CT scan revealed a hematoma was formed in the puncture site. The patient received a blood transfusion. Twenty-two days later, the patient was making good progress and was discharged from the hospital.

Manufacturer narrative:
A device was not returned and therefore an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.